Event description:
It was reported that during the use of the fortrex 08x040x80 balloon for a procedure, a balloon burst, balloon leak or catheter leak occurred during the first inflation at a pressure of 10 atm. No issues were identified during preparation or removal from the packaging. No resistance was encountered when advancing the device, and no excessive force was used. All fragments of the balloon were retrieved. The procedure was completed using another fortrex balloon. There was no harm or injury to the patient as a result of the event and no intervention required to retrieve the balloon fragments. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.